Event description:
It was reported that during the initial implant procedure for the external neurostimulator, the tined lead initially tested within range, but repeated impedance checks showed open values on all electrodes. Multiple reconnections and impedance tests were attempted without resolution. The physician reopened the incision, confirmed intact lead integrity. The percutaneous extension was replaced and all impedances were tested within normal limits. The case was completed using the replacement extension. The patient had been doing well and reported benefiting from the therapy. This event occurred during the stage 1 trial. No further clinical complications were reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Manufacturer narrative:
Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. The provided images from the field were reviewed and high impedance was confirmed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of leads impedance high and leads damaged/defective was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that during the initial implant procedure for the external neurostimulator, the tined lead initially tested within range, but repeated impedance checks showed open values on all electrodes. Multiple reconnections and impedance tests were attempted without resolution. The physician reopened the incision, confirmed intact lead integrity. The percutaneous extension was replaced and all impedances were tested within normal limits. The case was completed using the replacement extension. The patient had been doing well and reported benefiting from the therapy. This event occurred during the stage 1 trial. No further clinical complications were reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that during the initial implant procedure for the external neurostimulator, the tined lead initially tested within range, but repeated impedance checks showed open values on all electrodes. Multiple reconnections and impedance tests were attempted without resolution. The physician reopened the incision, confirmed intact lead integrity. The percutaneous extension was replaced and all impedances were tested within normal limits. The case was completed using the replacement extension. There were no complications reported.